Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting two untreated episodes and one inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the observations were consistent with the cause being the sense b node. Rhythmcare provided further troubleshooting steps and recommended an x-ray to evaluate electrode to device header connection. This system remains in service. No adverse patient effects were reported.